Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause could not be determined. The following is included in the instructions for use (IFU): "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
During a standard inspection of a customer returned asset, the evis exera duodenovideoscope presented with foreign material in the forceps elevator. The customer did not report any problems associated with the device, and there was no patient or user injury or harm reported to olympus. This report is to capture the reportable malfunction of the inadequately cleaned forceps elevator.

Manufacturer narrative:
During the device evaluation, the following issues were discovered: dirt around the forceps elevator, leakage from the elevator channel's distal end side, water tightness was lost due to damage on the pipe, the adhesive on the bending section cover was detached and discolored, the light guide cover glass was dented, the image guide protector and suction cylinder were shaved, the forceps channel port was deformed, the universal cord was wrinkled, and the light guide bundle was broken. Furthermore, the bending angle and knob directionals were not within the standard range, and the adhesive around the light guide lens was worn. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.